Event description:
An endovascular stent graft was being deployed in 2007 in a male pt for repair of aaa. During the deployment sequence of the main body stent graft, the contralateral limb did not open up upon withdrawal of the sheath to expose the limb. The sheath was deployed past the most distal aspect of the contralateral limb. There was no calcium present and the limb was not trapped by any type of narrowing of the distal aorta; however, it remained closed/pinned to the main aspect of the graft. After trying for one hour to gain wire access, the physician was able to get a wire guide close enough to the proposed opening of the contralateral limb and the wire made the limb to pop open. The remainder of the case was completed smoothly with no problems noted.

Manufacturer narrative:
Evaluation: no product was returned by the customer; however, a photo of the graft in situ was returned. This was reviewed and it was confirmed the contralateral limb is not open. Close examination finds the check mark on the opposite side of the contralateral limb of the main body graft. The graft has been rotated. There is a check mark on the left side during delivery. This is an indicator that will prevent the limb from being caught against the wall at deployment and not opening. Our instructions for use booklet states the following: "to avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula)." The delivery system should be advanced until the four radiopaque markers are just inferior to the most inferior renal orifice. The wire guide position is to be verified in the thoracic aorta and the user should then ensure the graft system is oriented such that the contralateral limb is positioned above and anterior to the origin of the contralateral iliac. If the contralateral limb radiopaque marker is not properly aligned, rotate the entire system until it is correctly positioned half way between a lateral and an anterior position on the contralateral side.